Event description:
A customer reported a case in which a barcode ID was duplicated identical to the adjacent tube in one rack. In the following rack several tube numbers and barcode ids adjacent to one another were duplicated. Pt results were offset as a result of the duplicated barcode ids. The customer observed the duplicated barcodes and stopped the run. The customer shutdown the instrument and restarted it. The pt samples mentioned above were repeated and no further problems occurred with the instrument. The customer did not report out any incorrect pt results.